Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient¿s son reported the patient's cgm values were 40 mg/dl points different than her bg which "caused her to administer insulin and ended up on the emergency department (ed)". It was reported the patient "bottomed out" (presumed to mean hypoglycemia) in the restaurant; however, the only other details provided were the patient was taken to the ed, where her bg was 160 mg/dl she was treated with IV zofran 4 mg for nausea, and released. Upon arrival at home and at the time of the report, the patient's cgm displayed 243 mg/dl and was calibrated with a bg of 233 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 40 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.